Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the threads on the tip of the hip instrument stripped. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the lead threads exhibit damage too severe for thread gauging / dimensional analysis. The device shows wear & tear that indicates repeated use. The device has an estimated field age of 7 month. It's unknown how many times it had been used. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.